Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the severely tortuous left radial vein. The 5.0x20/40mm sterling otw balloon was advanced and the physician noted a light resistance. The balloon was inflated to 8 atms for 60 seconds, a second inflation of 8 atm for 60 seconds, and a third inflation at 12 atms, the balloon burst on the third inflation. The device was removed intact. The procedure was completed with another 5.0x20/40mm sterling otw balloon. No patient complications were reported and patient status is good.